Event description:
It was reported that the catheter fissured in the subcutaneous route. Date of placing was (B) (6), 2010. Removal of the catheter (B) (6) 2010. An antibiotherapy with vancomycine and fortum has been administered.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.